Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had black screen. The customer stated this malfunction occurred when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station/pharmacy. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had black screen. The customer stated this malfunction occurred when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station/pharmacy. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen issue. The field service engineer (fse) had found that the all-in-one (aio) was displaying a black screen with no lights on the barcode scanner or biometric identifier, despite the power supply still running. After the fse restarted the station, all systems resumed normal operation. The fse tested the drawers in the hardware test application (hta) and confirmed no issues. The fse had reviewed all settings to ensure that sleep mode and screen saver mode were disabled. Then the fse had tsc checked the log files but found nothing abnormal. The system functioned as intended after the field service engineer repaired the device.